Event description:
A customer reported that two lots of leaking cubetainer of access wash buffer ii solution were observed. These two lots were believed to be received in separate shipments and associated with unique chemistry analyzers. This is report one of two and represents the observance of one leaking cubetainer, lot 331523f, of access wash buffer ii solution, from a distinct customer shipment, and allocated to a unique dxi access immunoassay system with serial number (B)(4). It is unknown as to whether personnel handling the cubetainer was wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. It is unknown as to whether the facility possessed a risk management plan or the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-06292, 2122870-2011-06026.